Event description:
During a regular ICD check performed on (B)(6) 2014, ventricular noise was observed in some episodes stored in implant memories. The patient is equipped with a lvad (left ventricular assist device). An analysis is requested so as to identify the possible source of noise. According to preliminary analysis results, the noise most probably originated from external magnetic, electrical or electromagnetic signals (emis at 50hz).

Manufacturer narrative:
This emdr was not sent within 30 days because of unexpected delays incurred when applying for our FDA esg as2 production system account. This emdr has been sent shortly after our production system approval.

Manufacturer narrative:
(B)(4).

Event description:
During a regular ICD check performed on (B)(6) 2014, ventricular noise was observed in some episodes stored in implant memories. The patient is equipped with a lvad (left ventricular assist device). An analysis is requested so as to identify the possible source of noise. According to preliminary analysis results, the noise most probably originated from external magnetic, electrical or electromagnetic signals (emis at 50hz).